Event description:
This complaint is now reportable based on the analysis completed on 06/19/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure difficulty crossing the lesion occurred. A 4.0x16mm taxus liberte drug eluting stent (des) had been advanced to treat an unspecified target lesion in the "highly" tortuous right coronary artery (rca) but the device would not adequately cross the lesion. The device was removed and the procedure was completed with 3.0x16mm taxus liberte des and post dilated with a "4.0" quantum maverick balloon catheter. There were no patient complications reported with the patient's current condition listed as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the device found proximal stent damage. Struts on the rows one to three from the proximal edge were misaligned and some of these struts were flared outwards. No kinks or damage were noticed along the shaft of the device. A recommended sized guide wire was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.